Event description:
It was reported that a patient presented with an unspecified issue noted on the patient's right ventricular lead. A lead revision was performed on (B)(6) 2025. Information regarding adverse patient consequences were reported.

Event description:
New information received notes that the lead had a known malfunction with history of shocks delivered

Manufacturer narrative:
The reported event was ¿the lead had a known malfunction with history of shocks delivered¿. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.